Event description:
A ¿maintenance required¿ alarm was reported by the customer during routine use of the device. Upon evaluation, the complaint was confirmed and root cause analysis identified a damaged main printed circuit assembly (pca) as the source of the malfunction. The damaged pca caused the device to trigger the maintenance alarm and indicated a potential failure in the device¿s core electronics. No patient injury or adverse clinical outcome has been reported in association with this event.